Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that 3 patients were implanted a cls brevius stem hip implant. The implantation was performed between april 2011 and december 2012. The journal article reports intraoperative complications included a calcar fissure in 3 hips (1.7%), all treated with cerclage wiring. (Angelo graceffa et al.: clinical outcome of design modifications to the cls spotorno stem in total hip replacement, in: joints 2016;4(3):134-141.) Additional information has been requested and is currently not available.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested from the authors of the journal article, but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: according to the journal article named "clinical outcome of design modifications to the cls spotorno stem in total hip replacement" 3 unknown patients underwent tha with cls brevius stem on unknown dates and experienced intraoperative complication of calcar fissure and treated with cerclage wiring. Review of received data: the journal article and an answer email from the co-author of the article were received. The article and the email do not provide any further valuable information apart from the complaint data. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: - excessive load applied to the bone due to excessive insertion force due to wrong handling of instrumentation. => possible, no surgical report is returned, therefore cannot be excluded. However, the correct implantation method of the device is described in cls brevius surgical technique. - excessive load applied to the bone due to excessive impaction force. => possible, no surgical report is returned, therefore cannot be excluded. However, the correct implantation method of the device is described in cls brevius surgical technique. - excessive load applied to the bone due to wrong handling of instrumentation or excessive force required to extract stem => possible, no surgical report is returned, therefore cannot be excluded. However, the correct implantation method of the device is described in cls brevius surgical technique. Conclusion summary product identification was not possible for the investigation. Ref and lot numbers of the cls stems were unknown. Neither x-rays, operative notes, nor office visit notes were received. Patients factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).